Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped front corner. During analysis, the reported issue was able to be duplicated. It was noted that the opto-coupler connection on the main board was broken off and was the cause of the reported issue. Service replaced the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during preventive maintenance, a smiths medical medfusion pump had a damaged main board. No patient was involved in this event. No adverse effects were reported.